Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited a defective upstream sensor.

Manufacturer narrative:
Additional information received and attached by ICU medical on 31-jan-2022: no patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched screen. The customer stated problem was duplicated. The upstream occlusion alarm was activated when the pump tried to run. Replaced the upstream occlusion (uso) sensor. The cause of the reported problem was traced to a component of the device which malfunctioned. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.